Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and motor position encoder error. Customer's blood glucose level was 250 mg/dl. The customer was able to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit passed rewind test, basic occlusion, occlusion, prime test, excessive no delivery test and displacement test. No motor error alarm. Motor passed motor test. Unit had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window. Drive support disk was inspected and no anomaly was noted. No motor position encoder error alarm on alarm history screen.